Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant navion stent graft was implanted in the patient for the endovascular treatment of a thoracic dissection. Two valiant captivia devices were previously implanted. Approximately 6 months post implant of the valiant navion, cts were taken and compared to cts taken immediately after the navion device had been implanted, stent graft dilation was expected with no obvious endoleak observed. It was additionally reported that the stent ring enlargement was within acceptable range. No additional clinical sequalae were reported and the patient will be monitored comparing data from 6 months ago, expansion of the navion stent graft was suspected. The diameter of each stent comparing the one immediately after the placement with a half year after the placement; the difference between them and the degrees of the difference were considered as the acceptable rang. Core lab image review reported that the presence of endoleaks was not seen at the 6 month scan due to the scan being non-contrast only. No fractures were identified and the stent ring diameters ranged from 30.4-36.8mm. Furthermore, the aorta was noted as extremely tortuous along the length of the navion device, making it near impossible to visualize part of the endograft that is within the bend of the aorta. It was also reported that difference in the diameter of each stent when measured coaxially compared to the CT data from approximately 6 months ago was as follows; stent ring diameter difference from nominal reference diameter at 18-jan-2021 timepoint: -2.5mm. Stent ring diameter difference from nominal reference diameter at 28-jul-2021 timepoint: -1.9mm.